Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient past, present and future pain and suffering.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4).

Event description:
Update 1/11/16- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Medical records and surgical reports noted that at primary date of implant, (B)(6) 2004, a competitor product was placed. On (B)(6) 2007 depuy components were placed temporarily with antibiotic cement related to (B)(6) infection. On (B)(6) 2007, depuy products were replaced as planned with different depuy products. The doi will be updated to be (B)(6) 2007 with a dor of none as there is no report or documentation of revision of the products implanted. The litigation papers report (B)(6) 2004 doi and (B)(6) 2007 dor in error also. Pfs reported patient unable to sit/lay down/stand for extended period of time, unbearable spasms, pain, has to sleep upright and has to use a cane with ambulation. The depuy head and liner placed on (B)(6) 2007 will be reported for pain. The complaint was updated on: feb 2, 2016.

Manufacturer narrative:
(B)(4).